Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint, for a low drain volume alarm was not confirmed due to unavailable sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the home choice (hc) display during drain, the nurse revealed that earlier they had noticed the patient had disconnected and the bed was wet. The nurse further added that they just reconnected the patient, and then the patient received the ldv alarm. The technical services representative (tsr) explained the alarm and advised that they would need to end therapy because of possible contamination. The end therapy procedure was completed. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance spoke to a nurse at the acute center who stated that the patient was discharged and explained that the nurse who had called-in was no longer there. This nurse did not have any information on this patient. Product surveillance searched for the patient in baxter's patient database, but was unable to find this patient's information. During a follow up with the charge nurse at the acute center for information on the patient and about the leak, the charge nurse confirmed the patient name and the spelling, and also confirmed that the clinic uses baxter's hc cyclers. The nurse did not have any information regarding the issue of leak. This writer has determined that this is not a baxter patient. Therefore, no further information could be obtained.